Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Also, device exhibited beeping tones. Data analysis confirmed low voltage fault and that the device power consumption was increasing in a gradual fashion. Device replacement was recommended or re-assess within 90 days. To date, this device remains in service. No adverse patient effects were reported.